Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the nephrostomy drain was encrusted and discolored. The patient attended an appointment for a regular change and it was stated that the device had failed 7 days previous to procedure. This dawson-mueller was removed 69 days after placement and it was also stated that the device had blocked completely in the week prior to the device exchange. There were no reports of any section of the device remaining inside the patient's body or any additional procedures (intervention) as a result of this product problem. Additionally, the initial reporter noted that the patient did not experience any adverse effects as a result of this product problem.